Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 41 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Damage was observed to the cover block. Per feedback from the tecate manufacturing site, this damage is most likely a dent resulting from the device being dropped. It was also observed that the first staple in the cover block was bent. Per feedback from the tecate manufacturing site, the source of this defect could not be conclusively determined. It is possible that this also occurred as a result of the device being dropped. Proper functional inspection of the device as returned could not be performed due to the staple misalignment. After removing the bent staple, a functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled, and die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. Damage was observed to the cover block. Per feedback from the tecate manufacturing site, this damage is most likely a dent resulting from the device being dropped. It was also observed that the first staple in the cover block was bent. Per feedback from the tecate manufacturing site, the source of this defect could not be conclusively determined. It is possible that this also occurred as a result of the device being dropped. Proper functional inspection of the device as returned could not be performed due to the staple misalignment. After manually removing the bent staple, a functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled and die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The reported complaint of "misfire/jamming - info not provided" is confirmed; however, the source of the bent staple could not be conclusively linked to a manufacturing issue. Upon removing the bent staple, the device functioned properly. Teleflex will continue to monitor and trend on complaints of this nature.